Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on examination, there was evidence of moisture behind display lens. On investigation, the pump was unresponsive. There was no audible tone, no vibration alert and a blank display upon battery insertion. The battery cap that was returned with the pump for investigation was able to fully tighten. Battery compartment cracks were observed in the thread area and below grip pad. There was evidence of moisture contamination inside battery compartment and on the underside of returned battery cap. The pump case was cracked in lower right corner of display area. A leak test revealed a leak at the battery compartment crack. The pump was opened for further investigation revealing evidence of moisture damage throughout inside of pump. The investigation was not able to perform a pump "download" due to the internal moisture damage. Full investigation was not possible due to internal moisture damage. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.